Manufacturer narrative:
Additional information received; it was reported the physician in unsure about the cause of the positioning difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an index procedure involving a stent graft etlw1613c199ee endur ii limb, there was difficulty advancing the device, and it could not be advanced to deliver the graft. The sheath on the delivery system was found to be damaged and bent upon removal from the patient. The surgeon expressed concern about implanting in case of inability to remove the delivery system. The patient was being treated for a type ib endoleak in an unknown stet graft. The artery was dilated with a sheath, and an alternativeendurant graft was implanted. The event was resolved by using another endurant graft in place through a sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.